Event description:
It was reported that the event occurred while in the cath lab during use and the patient was receiving resuscitation. The intra-aortic balloon (iab) was prepared as per protocol. The doctor attempted to insert the iab through the sheath via right femoral artery, but experienced difficulty in passing through the sheath and met some resistance. Blood was observed in the iab gas lumen. As a result, the iab and sheath were removed as one unit successfully, a new iab was prepped per the instructions for use (IFU) and inserted over the original spring wire guide and intra-aortic balloon pump (iabp) support was initiated. There was a delay or interruption in therapy just long enough to prep and insert a new iab with no harm to the patient. The doctor reported no death, complications or injury. The patient outcome is unknown. Additional information received on (B)(6) 2013 stated the patient outcome was the patient survived and was successfully resuscitated. They were able to provide iabp therapy successfully as planned with the second iab. The pump was not checked out due to pumping was not initiated yet as the blood was noted on insertion. The sheath used was the hemostatis sheath introducer with sidearm and dilator assembly.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.